Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported bilateral light sensitivity at three weeks post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased, and the patient issue has resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.